Event description:
It was reported that during a procedure for kidney calculus, the fiber was connected to the device, but the fiber could not transmit energy, as it was found damaged. The procedure was completed with another fiber without patient complications.